Event description:
Patient reports their current pump, serial number (B)(6), is not working properly that it makes a funny tick ticking noise and it is from 2023. Patient states they are not able to pull back tab as smoothly as before. Date of malfunction is unknown. It is unknown if patient missed a dose or had an interruption to therapy. It is unknown if patient experienced an adverse event due to malfunctioning pump. The pharmacy did replace the device. The devise is not being returned. Unknown expiration date of pump. Unknown if md is aware. No further information, details, or dates provided. Diagnosis for use: common variable immuno deficiency unspec.